Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial tray at the cement to implant interface. Competitor cement was used. The patient recently complained of knee pain after having gone several years pain free. Bone scan indicated a potentially loose tibia. The surgeon decided to assess the fixation of the tibial tray, he described it as neither loose nor well fixed. With a mild blow with a mallet and bone tamp, the tray was removed. No cement remained attached to the meal tray. Surgeon questions the fixation of the first generation attune trays. Doi: (B)(6) 2015, left knee.